Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings: a review of the pump¿s black box history showed unexplainable pump reboots were recorded on (B)(6) 2014. During testing, the pump powered on normally with the returned battery cap. The battery cap was able to be fully secured to the pump. No power loss was observed during investigation. The battery compartment was intact; no damage or cracks was observed. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms occurring. The pump case was removed and no evidence of loose components or moisture was observed inside the pump. The complaint of the pump losing power was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump lost power and was not able to power back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.